Event description:
A report received from another country, indicates that a physician experienced inflation difficulties with a cypher sds during a percutaneous coronary intervention. According to the report, the cypher sds was being inflated at the target lesion when the gauge of the inflation device stopped increasing. The physician decided to remove the sds and conduct post dilatation with a high-pressure balloon, (size unk). The procedure was completed without any injury to the pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This device is available for eval, but has not yet been received. Add'l info will be submitted within thirty days upon receipt.